Event description:
Related manufacturer reference number: 2938836-2020-00907, related manufacturer reference number: 2938836-2020-00909, related manufacturer reference number: 2938836-2020-00908. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the immediate cause of death was unspecified heart failure caused by hypertension and congestive heart failure. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.